Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument failed the energy delivery test. The energy delivery function of the instrument would intermittently work in certain orientation of the grip tips. The instrument passed the electrical continuity test. No damage was found. Additionally, the instrument was placed on the system, unable to get current to fire. Continuity was tested on individual wires, and one was fine but the other was found to be disconnected. Upon inspection with optical microscopy installation near the weld was damaged. Failure appears to be caused by either broken weld or damaged insulation. The root cause of this failure is commonly attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was unable to cauterize. The procedure was completed with no reported injury.